Event description:
During follow-up, loss of capture in the bipolar configuration and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected. Diagnostic imaging was performed and lead damage could not be confirmed. The patient was pacemaker dependent but no adverse consequences were reported due to the event. No intervention was performed; the patient was stable and will continue to be monitored.